Event description:
It was reported that prior to a sigmoidcolectomy, the blue spike tip attached to the anvil broke off. It is unknown exactly when the tip was broken. The anvil was handed to the surgeon; he noted tip broken and did not use. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(6)(4). Eval summary: the analysis results found that the device arrived with the anvil detached. The tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut. The device was received fully loaded with staples. The device was tested for functionality using a test anvil. The device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for add'l info. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged ancillary trocar.